Event description:
Patiewnt was taken to the cath lab for treatment of a de novo lesion of the right coronary artery (rca) with 85% stenosis. This was a calcified, native vessel, 18mm in length. No thrombus was noted, and it was not tortuous. The physician had successfully advanced the sds to the lesion site. He began to deploy the stent and had inflated the balloon to 4 atms, when the patient suddenly went into ventricular fibrillation. At this time it was noted that the physician "pulled a hard negative" on the delivery catheter as the patient required immediate treatment of the arrhythmis. When the next picture was taken - they realized the stent had dislodged and it could not be located. The procedure was successfully completed and the patient was discharged from the hospital two days later with no apparent injury.